Event description:
It was reported that the patient experienced several episodes of syncope, due to complete heart block with no ventricular conduction. It was noted that the right ventricular (rv) lead exhibited unstable thresholds , high impedance with possible fracture suspected. The rv lead was initially reprogrammed and then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced several episodes of syncope, due to complete heart block with no ventricular conduction. It was noted that the right ventricular (rv) lead exhibited unstable thresholds , high impedance with possible fracture suspected. The rv lead was initially reprogrammed and then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.